Event description:
It was reported that a balloon rupture occurred. A 6 mm x 2.75 mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter city: (B)(6).